Event description:
It was reported that during an ablation procedure to treat atrial tachycardia (at), the intellanav mifi open-irrigated ablation catheter showed a temperature of 40 degrees while not ablating. Replacing the catheter solved the problem and the procedure was completed. No error message displayed and no patient complications occurred. The device has been returned for analysis.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection showed the device did not have any obvious visible defects. There was dried saline in the luer and on the tip. The mini electrodes were examined microscopically under greater than 40x power and no definitive cracks in the mini electrode collars were noted. Continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrode/ thermocouple/magnetic sensor resistances measured in specifications and were typical. The measurements were repeated in the right and left curve configuration and again, all measurements were within specifications and typical. Lcr test was performed and confirmed that the magnetic sensor was within specifications. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device's lumen was leak tested using an isaac pressure decay test system. The lumen pressure decay was measured three times, starting with 107 psi. Pressure decay values were 0.1446 psi, 0.0981 psi, and 0.1114 psi. These values were within an acceptable limit. The distal tip was submerged in saline water for 10 minutes: the bond between the tip and shaft was above the water surface. Tc+ and tc- to tip resistance measurements remained open. Next, the device was connected to a metriq pump. For 30 minutes at a flow rate of 30 ml/min, tc+ and tc- to tip resistance measurements remained open. The device was connected to a maestro generator, rhythmia hdx system. Impedance readings were normal. Three 120 second, 50w ablations were performed. All three ablations (straight, right & left curve) were normal with no error codes or warnings. X-rays were performed and no anomalies were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat atrial tachycardia (at), the intellanav mifi open-irrigated ablation catheter showed a temperature of 40 degrees while not ablating. Replacing the catheter solved the problem and the procedure was completed. No error message displayed and no patient complications occurred. The device is expected to be returned for analysis.